Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Event description:
Revised for pain, alval, and infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr xl acetabular system (right) revision reason for revision: pain, noise, soft tissue reaction, infection (tested and positive culture confirmed). Claims handler states: "please note that we refer x-rays of incident (B)(4) to (B)(6) on (B)(6) 2011 to help validate that an asr has been implanted, because lot no and serial no of implants were lost by the surgeon. On (B)(6) 2011 we sent them the patient consent form. Also I contacted with the local depuy office in (B)(6) on (B)(6) 2011 to help erp validate the implant, the local depuy forwarded me to official distributor of depuy implants in (B)(4). On (B)(6) 2011 I communicated with the representative of (B)(4). And he could only give me the dimensions of the implants are as follow: 1) cup - 62 size; 2) sleeve (+2) - 62 size; 3) stem - corail 15." Update from (B)(6) 2012: products update received: 20th january 2014 - amended implant date: (B)(6) 2009. Update received: 22nd may 2014 - amended revision date: (B)(6) 2011, added manufacturing dates and added surgeon: (B)(6).